Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Further information was received that the patient experienced diaphragmatic stimulation and high capture thresholds. A revision procedure was performed and this lead was surgically abandoned and a non boston scientific lead was implanted in the left bundle branch (lbb) area. No additional adverse patient effects were reported.